Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that during usage, a leak was found. It was unknown if a leak check was done prior to usage or how long the device was in use. No adverse outcome to the patient was reported.

Manufacturer narrative:
The reported sacett, suction above cuff tracheal tube was returned for investigation. The returned device was received inside a plastic bag and without original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination; no defect found. Functional testing was performed and the pilot balloon of the returned device showed a tear. Probable root cause was coating wear of the fixture, so the complaint was confirmed.